Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer who stated that arm 2 moved while the surgeon was in control of the master tool manipulator (mtm), and head was in the viewer and that the instrument moved persistently unless the surgeon held the mtm. It kept wanting to point the instrument up, and the surgeon had to actively hold it down to keep it from pointing up.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the master tool manipulators (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have gravity comp failure along axis 4 via matlab testing. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that universal surgical manipulator 2 (usm) was doing "its own thing." The customer elaborated that the issue has been ongoing, and the instrument would articulate on its own. The error 23075 was observed on master tool manipulator left (mtml). The intuitive surgical, inc. (Isi) technical service engineer (tse) asked if the issue was isolated to the universal surgical manipulator (usm) 2 or occurring on usm 1 as well; the customer originally reported the issue on the usm 2 but the surgeon said the issue was only with mtml. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The isi tse was notified. The mtm and usm was not disabled/discontinued. The surgeon continued the procedure and was able to control the usm or put it somewhere safely, so it had room to move around without injuring any anatomical structures. The procedure was robotically completed with all 4 arms. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The issue had been happening on and off for some time. The procedure was completed without incident.